Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgical assistant reported a pt who experienced tass (toxic anterior segment syndrome) following use of the handpiece. An endothelial corneal transplant was done six days following the implant surgery. The event resolved with treatment. The surgical assistant indicated that three different handpieces were involved. There are three medical device reports associated with this event. The first report had been filed previously under MFR report #1119421-2009-00994. This report is for the third handpiece.